Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). The pacemaker was programmed to ddd amd was always pacing. Further, the output voltage of the ventricular channel was at 4.5 volts to 0.5 millisecond. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.